Manufacturer narrative:
The bipolar insert cev625h was returned for evaluation: device history record (DHR): the DHR was reviewed and no anomalies related to the reported failure was observed. Failure analysis: the coating of the device is damaged and did not pass the electrical test. One of the ceramic slice is broken. However, these defects are unrelated to the reported event. Root cause: according to the damages observed on the insert, the reported event is unrelated to the received device. However, theses damages are due to an improper handling or cleaning of the device.

Event description:
N/a.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 3 of 4 reports linked to mfg report numbers: 2523190-2021-00061. 2523190-2021-00062. 2523190-2021-00064. A facility reported that there was the smell of burning from the bipolar insert cev625h during an unspecified procedure. The device did not work but was in contact with the patient at the time of the event. It is unknown if the patient was injured or if the event led to an increase of surgery time.